Event description:
It was reported that the patient had a gradual loss of stimulation and therapeutic effect. The loss of stimulation and therapeutic effect were gradual. Impedance testing was done and reprogramming was performed. The patient no longer had the low back pain that their device was implanted for and desired the ability to have an MRI. The patient recovered well after the explant and there were no untoward issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v542025, implanted: 2011-(B)(6), product type: lead. Product ID: 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3888-33, lot# v364925, implanted: 2011-(B)(6), product type: lead. Product ID: 3888-33, lot# v363055, implanted: 2011-(B)(6), product type: lead. Product ID: 3888-33, lot# v444761, implanted: 2011-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient recovered without difficulty. The patient indicated that the therapy was not really needed and she needed to get an MRI. The hardware was not retained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly. There was a reduced capacity due to o ver discharge. If information is provided in the future, a supplemental report will be issued.